Event description:
Caller tested 1.7 inr on the coaguchek xs system while a professional coaguchek xs system returned as 3.4 inr. No treatment provided. No adverse event reported. Requested return of suspect system, however, the customer has already discarded the strips and they will not be returned. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.